Manufacturer narrative:
The investigation determined that an unexpected, nonreproducible vitros amon result was obtained from a single patient sample processed using vitros amon slides on a vitros 250 chemistry system. The assignable cause for the event could not be determined with the information available, however the possibility that an unexpected vitros amon reagent performance, pre-analytical handling issue or an unexpected vitros 250 system issue had contributed to the result could not be ruled out.

Event description:
The customer complained that an unexpected, nonreproducible vitros amon result was obtained from a single patient sample processed using vitros amon slides on a vitros 250 chemistry system. Vitros amon result: 132 vs expected 88 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The technical solution center was unable to determine what amon result, if any, was reported out of the laboratory for the affected patient. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).